Event description:
It was reported that an roi-c anchoring plate was discovered broken postoperatively after the patient started having pain. The surgeon has not yet decided if a revision will be performed.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection the product could not be physically evaluated since it remains implanted, however x-ray photos were provided. Review of the x-rays showed that one of the anchoring plates has fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient, operational, or post-op factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that an roi-c anchoring plate was discovered broken postoperatively after the patient started having pain. The surgeon has not yet decided if a revision will be performed.